Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The rtos (real time operating system) and gpos (general purpose operating system) cpu pcb assemblies were reseated during the service event. The system software was also reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was not functioning properly. Further information was received from the fse indicating that the device failed to properly save and recall patient image data. No patient serious injury or death was reported related to this event.